Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In the logs, the 31199 and 32114 errors were found indicating a servo sync error on the axes controller, motor (acm) and a communication error between the acm and the axes controller spar (acs). The unit was installed onto a test platform where the unit failed the fiber test on the parallelogram replicating the reported event. A working parallelogram fiber was installed and the unit passed the required test, verifying that the parallelogram fiber to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to the parallelogram fiber in the usm. The issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure. The error 23087 indicates the motor hall transitions (or edges) are not aligned with the motor absolute encoder trace. This can be due to a faulty hall sensor, an encoder disk that has slipped or another failure to resolve the correct absolute track position at startup or after a quadrature fault. The usm was replaced to resolve the issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system gave error 23087. The issues on universal surgical manipulator (usm) 3 persisted. The system showed multiple 23087 errors. The customer was instructed to disable usm3 in order to keep using the system. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the site and obtained the following additional information: there was no harm to the patient. The procedure was completed using 3 arms.